Event description:
Information was received indicating that three days following placement of a smiths medical portex® blue line ultra® tracheostomy tube the cuff would not stay inflated. It was reported that the cuff required frequent filling with air due to an air leak sound which occurred right after insertion. Subsequently, a trach tube change out was performed with no reported patient injury.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used conditions. No discrepancies were found upon visual inspection. Functional testing done by inflating syringe detecting one small tear in the cuff. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were both reviewed; no discrepancies found. Inflation test was audited during thirty-two units with no leaks found. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the most probable that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge.